Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump won't recognize when cassette is locked. The event occurred during set up. There was no patient involvement.

Manufacturer narrative:
The suspected product was returned for evaluation, and the event history log was reviewed. The review of the available service history revealed no related repairs within the past 12 months. Upon visual inspection, the device lock was found to be not working, confirming the complainant¿s allegation. The probable root cause was identified as a defective latch/lock sensor. The lock sensor was replaced, and the device passed all functional testing after repair.